Manufacturer narrative:
Initial reporter address: emergency department, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stopper hub of an interlink system non-dehp i.v. Catheter extension set "has turned sideways when trying to use it." This occurs when clinicians attempt to attach a flush syringe to the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection collapsed septum was observed. The reported condition was verified. The cause was determined to be use of the needle. As per labeling, interlink injection site should be accessed with interlink cannula. In this case, a non-baxter needless cannula was used. Should additional relevant information become available, a supplemental report will be submitted.